Event description:
It was reported the ECG leads were off and the patient passed away. The staff wanted to check the functionality of the monitor. The clinical audit trail was reviewed with the customer, revealing the first indication of ECG leads off was at 00:37. The red ECG leads off ended and repeated numbers times until 03:27. At that time, ECG leads off persisted until 06:16 when the red ECG leads off alarm ended. Over the course of that same time period, the red ECG leads off reminders were silenced numerous times. The patient passed away at approximately 06:00.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched. The fse tested and verified device function. The fse found that both the surveillance and the overview had audio which was set at volume level of 4. The patient passed away at approximately 06:00 on (B)(6) 2024 in bed m510. The clinical audit trail was reviewed with the customer, revealing the first indication of ECG leads off was at 00:37. The red ECG leads off ended and repeated numerous times until 03:27. At that time, ECG leads off persisted until 06:16 when the red ECG leads off alarm ended. Over the course of that same time period, the red ECG leads off reminders were silenced numerous times from the unit overview host (B)(6). The reported problem was not confirmed. The investigation verified that the ECG leads were off prior to the patient expiration; ECG could not be measured on the patient. The device provided inops for this condition. There was no malfunction of the philips devices. If additional information is received the complaint file will be reopened.